Event description:
It was reported that the apexpro telemetry server (ats) shut down unexpectedly due to a power supply failure, resulting in a loss of monitoring affecting 9 patients for 30 minutes. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.